Event description:
The customer was rolling the kion along a corridor when they crossed a small break in the floor, the customer then stated that the two front castors had completely broken off the unit.